Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the pt has been implanted with this cochlear implant for 11.5 years, and that was experiencing fluctuating impedances in regards to short circuits. The pt has always struggled listening to speech in noise and has also reported over the past several years that he was able to hear, but not to understand. The clinic considers re-implantation surgery, but the pt stated he is not interested in a revision surgery at this time due to other health reasons and will contact the center if he changes his mind.